Event description:
It was reported following a percutaneous procedure a 6f angio-seal vip was used. The patient underwent surgical intervention sometime later, and the angio-seal anchor was removed. The reason for the surgical interventions is unknown at this time. Additional information has been requested.

Manufacturer narrative:
A follow up medwatch will be submitted at the completion of the investigation.